Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a problem with their leads. It was stated the pt "felt like the leads were on top of her skin." It was stated the pt had an appointment upcoming with their health care provider. Additional info has been requested, a f/u report will be sent if additional info becomes available. Reference mfg. #3004209178201008183.